Manufacturer narrative:
(B)(4). Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that cracked on pump casing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.